Event description:
It was reported that this right atrial lead was successfully repositioned due to experiencing dislodgement and exhibiting low amplitude. This lead remains in service. No further adverse patient effects were reported.